Event description:
It was reported the customer had a keypad anomaly. The customer stated their act button was unresponsive when attempting to clear an unexpected restart alarm. The customer also reported they were unable to clear the unexpected restart alarm. Customer's blood glucose was 176 mg/dl. The customer stated they may have bumped their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.